Event description:
User facility reported that during an arthroscopic procedure, a partial medial meniscectomy, an extravasation occurred after the procedure was completed. Pt was observed for a few hours and subsequently discharged. No surgical procedure for the extravasation required. It is reported by the user facility that no unusual occurrences with the device was noted during the event.